Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips did not close. Another device was used to complete the case. There were no adverse consequences to the patient.